Event description:
It was reported to boston scientific corporation that an exalt model b single-use bronchoscope, slim was used during a broncho-alveolar lavage procedure performed on (B)(6) 2021. During the procedure, the suction button of the exalt model b single-use bronchoscope became stuck in the depressed position causing minor bleeding to the bronchial mucosa and trachea. The procedure was not completed due to this event. The bleeding required no additional treatment and the patient has recovered.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.